Event description:
It was reported that treatment was attempted on a 90% stenosed distal lad lesion. The vessel was of average tortuosity. Following stent implantation, the ivus catheter became caught in the edge of the stent. The catheter was able to be released after being pushed; however, the image disappeared. The procedure was complete with another device. No adverse patient effects were reported.